Manufacturer narrative:
No button error alarm was noted. The insulin pump was received with intermittent button response due to moisture damage on keypad trace. The insulin pump was also received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot, cracked reservoir tube lip. No moisture damage electronic assembly.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, which could not be cleared. The customer did not know the blood glucose reading. She stated that her insulin and battery both depleted at the same time, and after she replaced the battery, the button error alarm occurred. The customer stated that she had been cleaning and may have gotten water on the device. She observed visible moisture under the display screen. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.